Event description:
It was reported that pump declared altitude alarms, insulin delivery was suspended, and alarm recurred even after cleaning speaker area and reconnecting and replacing cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to clean pump speaker holes, remove and reconnect cartridge, and then load new cartridge, and after waiting 2 hours was able to resume insulin delivery with pump returning to normal operation; technical support advised that pump was likely exposed to moisture, provided tips to prevent future altitude alarms, and closed case with no further actions needed.